Event description:
The patient reported going to the dentist because the teeth were hurting constantly, sensitive to cold/hot, causing issues with the patient's bridge, and causing issues with eating. The dentist said the teeth have moved a lot and recommended stopping use of the aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.